Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the relion® insulin syringe there was an issue with stopper error. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacture: yes. Investigation summary: customer returned (1) 3/10cc, 8mm, 31g relion syringe in an open poly bag from lot # 7296764. Customer states that the stopper was missing. The returned syringe was examined and exhibited a missing stopper. No damage to the plunger rod was observed. Sample was forwarded to manufacturing (holdrege) on 03aug2018 for further review. On 07aug2018, holdrege received one (1) 0.3ml, 8mm, 31g syringe from reported batch# 7296764. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The plunger rod was visually inspected and noted no observed molding defects which may have inhibited proper marrying of the stopper onto the plunger rod. Additionally, the sample was visually examined for any bowing of the barrel; none was noted at the time of this evaluation. Possible root cause(s) include, but are not limited to: a misalignment of the plunger rod to the stopper during assembly on the metro resulting in an incomplete assembly; a malformation of the molding of the stopper from the supplier resulting in an incomplete assembly; and or a jam on the metro that caused a missed assembly upon starting the equipment back up. A review of the device history record was completed for batch # 7296764 all inspections were performed per the applicable operations qc specifications. There were eleven (11) notifications [200724481, 200724504, 200724503, 200724357, 200724480, 200724622, 200724477, 200724356, 200720769, 200724457, 200724480] noted that did not pertain to the complaint. There was one (1) notification [200720764] noted for missing stopper. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint for stopper missing on lot # 7296764. Based on the samples photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the relion® insulin syringe there was an issue with stopper error. There was no report of injury or further medical intervention.